Event description:
I had essure put in (B)(6) 2006. Bled for 3 1/2 months after implantation. My hair fell out, labor like pains, periods lasting 7-10 days every two weeks, weight gain (70 lbs), nausea, constant cramps, joint pain, irritability, brain fog, hearing loss, inability to heal properly, chronic and acute inflammation of my uterus and cervix, developed endometriosis, adenomyosis, and pcos, after placement, no energy, and no sex drive. Had a tah with bso (B)(6) 2013. All symptoms have since disappeared since removal!!!